Event description:
During a gynecological surgery, the specimen retrieval bag deployed broke when the specimen was being removed from the patient. Customer described the bag as "bursting into pieces". Specimen was said to be of normal size and no excessive tugging was involved. Specimen filled over 50% of the bag. The staff discarded the bag and completed the surgery with a competitor's device. No patient injury reported.